Event description:
Natus received a complaint on (B)(6) 2017 that their neoblue blanket intensity was measuring low when using nb radiometer. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.

Manufacturer narrative:
The device was troubleshot over the phone with the customer, issue resolved. No further investigation is required.

Event description:
Natus received a complaint on (B)(6) 2017 that their neoblue blanket intensity was measuring low when using nb radiometer. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.